Event description:
Patient awoke and smelled smoke, rolled over and pulled plug out of wall. States he twisted back when unplugged the plug. IV fluid was leaking from IV bag--this dripped on pca tray, down cord and into pca transformer. No injury to patientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: electric problem - short circuit, foreign material contamination, power cord, transformer. Conclusion: device failure occurred and was related to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.